Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon was firing the device slowly, but not teasing the device, when firing on the cystic artery. When the clips fell out they were pear shaped. Another device was used to complete the case. There was no pt consequence.